Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient visited his health care provider (hcp) on (B)(6) 2014, was diagnosed with an intestinal infection, and prescribed cipro. He felt ill all day on (B)(6) 2014, was vomiting, and did not eat anything on (B)(6) 2014 or (B)(6) 2014. Patient was admitted to the hospital on (B)(6) 2014 with a diagnosis of hypoglycemia and blood glucose (bg) reading of 25 mg/dl. He was treated with an IV dextrose and normal saline on (B)(6) 2014, and continues on the cipro. The hospital physician told him his pump was not working properly and wanted him to discontinue pump therapy at that time. The patient was discharged on (B)(6) 2014. Patient stated he discontinued pump therapy temporarily, but then resumed on his own because he didn't think the hospital physician was "doing him right" and the patient knows "there is nothing wrong with his pump." He has remained on pump therapy and is feeling better. Customer support (cts) reviewed the pump alarm history: alarms past several days-only low/empty cart and occlusion. Cts reviewed bolus history and all boluses delivered appropriately. Prime history confirmed and the patient confirms he is always disconnected from the pump during prime. Reviewed tdd and all numbers add up correctly. Reviewed date/time and basal settings, and confirmed they are all correct. Cts advised patient this is not a pump issue. Patient was instructed to contact his hcp for any further re-occurrences of vomiting and to contact animas as needed. This complaint is being reported based on the indication that the patient experienced hypoglycemia that the allegation by the hospital physician was unable to be resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.